Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette installation alarm sounds. Replacing the cassette will resolve the issue. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation of complaint of installation alarm. As received no damage or anomalies were observed. In attempt to replicate clinical use, the cassette was filled with 100ml of water and inserted into a pump. The set was primed with 10 ml. No alarms, leakage or difficulties priming were observed. The mating device extension set was then attached onto the cassette and another 10 ml where primed. No alarms, leakage or difficulties priming were observed. The complaint of installation alarm could not be replicated or confirmed.

Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.